Event description:
It was reported that the customer was receiving repeated no delivery alarms, usually during bolus delivery. Troubleshooting was not possible as the no delivery alarms had occurred in the past. Customer stated that sometimes, he would rewind and prime, and deliver a bolus again. Customer's blood glucose was not known. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.